Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited and un-commanded shutdown. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined after some initial problems with the remote utility suite (rus) service tool. The system was tested and found to be working as intended and put back into service.